Manufacturer narrative:
(B)(4). It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was reported that ¿there was a potential connectivity problem, and unsterile handling might be involved. The reason for the peritonitis was reported to be a perforation of the intestine¿, this was not confirmed; therefore the cause of the peritonitis was unknown. On an unknown date in (B)(6) 2014, pd therapy was discontinued and hemodialysis was started. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and suspected peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, the patient was discharged from the hospital. The cause and outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.